Event description:
Rptr indicated that he had a full body MRI performed due to kidney stones. He stated his "vns is not functioning properly" following the MRI procedure. Good faith attempts are being made to obtain add'l info.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to serious injury or death.